Manufacturer narrative:
Date sent: 6/27/2008. Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a gen04 and it was found that the max switch assembly button were not functional. However, the min switch assembly buttons worked as intended. We have documented the circumstances as they were reported to use. In addition, complaint info is trended on a regular basis to determine of further investigation is warranted. The mfg records were reviewed and no anomalies were found during the mfg process.

Event description:
It was reported that during an unk procedure when the shear was plugged in, it went through its test but did not error or signal that it was ok to use. They changed generators and the same thing happened. They then changed the handpiece and the same thing happened. They switched to a new shear and had no further difficulties. Another device was used to complete the case. There were no adverse consequences to the pt.